Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that transeptal was done first with slo, 8,5f under transesophageal echocardiography (toe) and then faradrive. It was impossible to cross the septum. It was fine with the dilator alone but not with faradrive. Tested with a new sheath. Same difficulties but after several tests, curving it finally worked. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is not expected to be returned as it disposed. It was further reported. The crossing was attempted three times. A lot of force was applied to try to cross the septum with the faradrive without success. The septum was thin, not too anterior not too posterior. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial, MDR in block(s) b5.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that transeptal was done first with slo, 8,5f under transesophageal echocardiography (toe) and then faradrive. It was impossible to cross the septum. It was fine with the dilator alone but not with faradrive. Tested with a new sheath. Same difficulties but after several tests, curving it finally worked. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is not expected to be returned as it disposed.